Event description:
It was reported that the plastic tip of a trocar broke off in the pt's body. The tip was retrieved by the dr.

Manufacturer narrative:
Final investigation showed that the distal tip of the obturator was broken off. There was an internal failure of the connection joint. It is not known what caused the connection joint to detach during use.